Manufacturer narrative:
(B)(4). Additional information received: did clips fall off of vessel after applied? Or does it mean clips not closed all the way (malformed clips)? No.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2020. D4: batch #t9571w. Investigation summary the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and it ejected three clips. Upon inspection, the jaws were noted to be loose relative to the clip track. It is known from the history of the device that the condition of the jaws may lead to ejected clips. In addition, five clips inside the clip track no conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2020. Batch # unk. Date of event is 2020. Event day and event month were not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please specify the event "clips were loosed", did clips fall off of vessel after applied? Or does it mean clips were not closed all the way (malformed clips)?

Event description:
It was reported that during an unknown procedure, the doctor wanted to ligate vessels applied the mca. But after few triggers, he found the clips were loose. It is unknown how the procedure was completed. There were no patient consequences.